Manufacturer narrative:
Brand name - foam lite. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the absorbant area of the foamlite dressing was difficult to remove, causing pain upon removal.

Manufacturer narrative:
A batch record review has been completed and no discrepancies were found. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and all pm's were completed. Lot # 8f02941 was sterilized and released on review of results of sterilization. All the results were within specification and products were release in compliance with standard operating procedures. The production process, in process testing and packaging of products were run in accordance with process instructions for machines circle and delta 2 respectively. Visual inspection in accordance with test method was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8f02941. This is the only complaint for the affected lot registered. All dressings were manufactured within the product specification. No photograph or sample is available for evaluation. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
No further action required by medical evaluators. Medical reviewer edits needed.